Event description:
It was reported that the customer received the compromised force sensor system alarm when trying to fill the cannula and tubing. The customer stated that, when filling the tubing, there was a surge of insulin exiting instead of a few drops. The customer's blood glucose was 251 mg/dl. The customer confirmed that the insulin was squiring out during the manual prime process. The customer stated that the drive support cap appeared normal. Explained that the alarm may have been caused when, during seating, the force sensor did not detect the reservoir. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed prime during the basic occlusion test due to protruded and loose drive support disk. The insulin pump received with protruded and loose drive support disk, minor scratches on display window and cracked reservoir tube lip.